Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (31) large volume pump display boards need to be replaced for missing or dim segment. There was no reported patient involvement.